Manufacturer narrative:
Integra has completed their internal investigation on december 16, 2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; the tube is bent. The sheath passed the electrical test. DHR review: no nonconformity related to this issue for this lot. Complaints history: no complaint for this lot. Conclusion: the likely cause of the reported incident is a contact between the metallic part of the instrument and the hand of the surgeon through porous gloves, at the same time than a contact with the mono-polar plaque through the patient (or through the operating table, if the patient is not isolated from it). Double gloving is recommended for every electro-surgery. The tube was bent by the surgeon after its burn.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015, the surgeon burn his fingers during surgery when connecting coagulation to the dissector. Request for additional information was sent.